Event description:
It was reported that the patient underwent the initial surgery for unknown reason using posterior fixation to fuse o-t1 along with fibular graft placed at c1-c4 due to the fractured bones of c3 and c4. The patient underwent a second surgery procedure to implant anterior plate fixation at c5-c6 at unknown date post index surgery. The patient complained of pain after the second surgery. CT showed that the posterior rod at right side and the center nut of crosslink broke at c6. Reportedly fusion failed. Due to the device breakage and the fusion failure, revision surgery was performed approximately 10 and a half months post the index surgery. The broken rod at right side was removed, new implants were implanted at o-t1.

Manufacturer narrative:
(B)(4): neither device nor film of appliable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.